Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the intraocular lens implantation seven years ago patients had experienced lack of clarity in vision, had problem with glistening and also noticed feathering in the interior capsule. The lenses did not cause any illness or injury.

Manufacturer narrative:
Product manufacturing site updated due to receipt of corrected information regarding the suspect product diopter value. Manufacturer report number corrected and reported under mfg site1119421-2022-00664. The manufacturer internal reference number is: (B)(4).